Event description:
Loss of osseointegration, pain. Patient had implant placed on (B)(6) 2022. She saw dr. (B)(6) on (B)(6) 2023 for final torque. Abutment/crown were fabricated. Started to hand screw to entire implant was rotating. Driver attempted to remove screw but implant just kept rotating. Used momotorque and held implant/abutment/crown - dentist was able to remove screw. Entire impolant came out with fingers only. Never even torqued down abutment.